Event description:
It was reported that during a surgical procedure at the user facility the device had unintended activation when it ran too fast. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.